Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant, it was impossible to configure the right ventricular (rv) lead and program the implantable pulse generator (ipg) parameters. The ipg will be explanted and replaced. No patient complications have been reported as a result of this event.